Event description:
A patient reported going to a website where a lot of women have had issues with the interstim. The article was 15 pages long where numerous people are speaking about the device, the article goes back as far as 2008 to 2016. They stated that the article chronicles people whose device died after a few months. The ins indication for use was not clear at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.